Manufacturer narrative:
Pump passed displacement test and self test. Moisture damage found on electronic assembly and inside battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump was exposed to water. The customer¿s blood glucose was unknown at the time of incident. Customer stated they hear fluid when shaking the insulin pump. Customer stated they see fluid under the liquid crystal display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.